Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported the patient is experiencing trochanteric bursitis in the left hip.